Manufacturer narrative:
Per study: the pt was admitted for the index procedure with an admitting diagnosis of angina pectoris and met the study guidelines for inclusion. The pts' medical history consisted of previous q-wave myocardial infarction and hyperlipidemia. An angiogram performed two days prior to the index procedure revealed that the left ventricular ejection fraction was 48%, an 85% lesion in the distal (drca) right coronary artery, and no other lesions were noted in the remaining vasculature. No peri-procedure medication was administered. During the procedure, a cordis jr 4 and bmw. 014" guidewire were utilized to access the target site. The lesion length in the drca was 15mm and a diameter of 3.0mm, the stenosis was 85% no calcification or tortuosity, and the timi flow was three. The site was predilated with a 2.5mm acs crossail angioplasty balloon at 10 atmospheres. The percent of stenosis after pre-dilation was 30%. A 3x18mm bx velocity was deployed at 12 atmospheres. After the stent was deployed a 10% residual stenosis remained. The stent was not post-dilated. The highest act was 224 seconds and the total heparin dose was 13000 units. The total amount of contrast (hexabrix) given was 110cc. After stent placement, no dissection was noted, and no adverse event or additional treatments were needed. Five-year follow-up indicated that the pt presented with myalgia, colon polyps and left thigh pain, but no additional mace. The stent remains implanted in the pt and not available for eval. A device history records review was performed and showed this lot of products met all requirements per the applicable mfg quality plan. Restenosis is a known potential adverse event following stent implantation. Based upon the info provided, it is not possible to conclusively determine the cause of the event however; there are pt factors that may have contributed to it. Please note, this device, catalog no. Is not distributed in the united states; however, it is similar to us product.

Event description:
Per study: nine months after undergoing stent (bx velocity) placement in the distal (rca) right coronary artery, repeat angiogram revealed a 65% in lesion restenosis. The pt underwent successful target lesion revascularization with balloon angioplasty. The pt was discharged the following day. A month prior to the treatment, the pt underwent a protocol re-study in the presence of recurrent angina and in the absence of a study revealing a 60.7% in lesion restenosis. Revascularization was not performed. Per 5-year contact, the pt is alive and has not had add'l mace.